Event description:
It was reported that a black speck/particle was found in/on connector end of a syringe inlet. This was observed during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection was performed, and a small black speck particle of foreign matter was identified embedded in the female connector end of the inlet. The reported condition was verified. The cause was not determined; however, a likely cause of the dark particulate matter observed was inherent to the manufacturing process, as the particulate matter was embedded in the inlet connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.